Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including complete calibration and outgoing systems testing, using a test patient circuit without duplicating the report. Internal inspection of the device found no discrepancies. Analysis of reports of this type has not identified an increase in trend.